Manufacturer narrative:
This is one of four manufacturer reports being submitted for this article. There is no indication of valve explant nor device return. The dates of the events are unknown; however, according to the article the study period was from december 2014 and october 20215. For this reason, the first day of the reported study period ((B)(6) 2014) was used as the occurrence date. Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement, and the overall thv procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, cardiac tamponade, wire, and catheter manipulation, and prolonged or repetitive runs of rapid pacing. [During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site.] These patients can be non-operative or high risk, have complex medical histories and have multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are not uncommon and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate the distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as no relevant patient or procedural factors were provided, however may be related to the mechanism above . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: wienemann, hendrik et al. ''Contemporary treatment of mitral valve disease with transcatheter mitral valve implantation.'' Clinical research in cardiology: official journal of the german cardiac society, 10.1007/s00392-022-02095-y. 15 sep. 2022, doi:10.1007/s00392-022-02095-y.

Event description:
As reported by our affiliates in germany, through the review of the medical article: ''contemporary treatment of mitral valve disease with transcatheter mitral valve implantation'', corresponding author dr. Hendrik wienemann from university hospital cologne, multiple events were identified. This study included all consecutive patients undergoing edwards lifesciences sapien prosthesis between 12/2014 and 10/2021. The following events were identified: a patient underwent a valve-in-valve procedure due to deteriorated surgical valve. A 29-mm sapien 3 valve was implanted inside an edwards surgical valve by transfemoral approach. Patient required therapy refractory ventricular fibrillation leading to death on post op day 12.

Manufacturer narrative:
Supplemental report to provide related manufacturer report number. Please reference: 2015691-2023-100001, 2015691-2023-100003, 2015691-2023-100004.